Manufacturer narrative:
(B) (4). (B) (4). Additional information = damaged introducer tube. Evaluation summary: no conclusion could be reached on the analysis results as to why the mam3001 applier a reportedly malfunctioned during surgery. The applier was returned with the introducer tube bent and with the collagen plug partially deployed. The firing mechanism was tested and it was fully functional. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. No conclusion could be reached based on the analysis results as to why the mam3001 applier b reportedly malfunctioned during surgery. The applier was returned with the introducer tube bent and it had a break; the collagen plug was partially deployed. The firing mechanism was tested and it was fully functional. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # e9fv3a. Expiration date: 12/2013. Manufacturing date: 01/2009. Damaged introducer tube.

Event description:
It was reported that the markers were unable to deploy. The physician reported resistance in the deployment process.